Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed an abrasion mark on the outer insulation (8 cm proximal to the lead tip). However, the insulation was not breached and this damage is not assumed to be the root cause of the reported clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages such as cuts into the outer insulation (35 cm proximal to the lead tip), most likely occurred during the extraction procedure. A through analysis of the lead did not reveal any irregularity that might have contributed to the reported out of range pacing impedance. During the electrical analysis, the dc resistances of the fragments were measured, no peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that ra lead 4136/29762271 was explanted due to pacing impedances greater than 2000 ohms and high pacing thresholds.